Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that foreign matter was found during use with a 3 ml bd luer-lok¿ luer-lok¿ tip. The following information was provided by the initial reporter, "white hair floating inside 2 syringes when he was trying to load 2 cartridges. Both events happened back to back." 2 occurrences were reported.